Event description:
It was reported that the procedure was to treat a patient experiencing a myocardial infarction with a lesion located in the heavily tortuous, mildly calcified, 95% stenosed, mid left anterior descending artery. Predilatation was performed prior to stenting. A 3.5x18 mm xience v stent was deployed in the lesion, after which slow flow/no flow was observed and the patients blood pressure started to drop. Stent thrombosis was also observed on angiography for which medications were administered. The patient experienced bradycardia and the pressure dropped substantially after which the patient expired. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of bradycardia (arrhythmias), death, hypotension, ischemia, and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.